Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and full functional testing without duplicating the report. An internal inspection found no discrepancies. The patient impedance was found to be within specification. The device was recertified and returned to the customer. The electrode pads were not returned as part of this investigation. The device logs showed no defib related errors. No trend is associated with reports of this type.